Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is suspected of premature battery depletion after elective replacement indicator (eri) was noted. This device was replaced without incident. No additional adverse patient effects were reported.